Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's system board, blower assembly, blower chassis, blower bellow, muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board were replaced. The device's software was uploaded to the latest version.